Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of photographs of the explanted femoral components. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was disposed of by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Foreign report source: (B)(6). Concomitant medical products: item number: unknown, item name: unknown head, lot #: unknown, item number: unknown, item name: unknown liner, lot #: unknown item number: unknown, item name: unknown cup, lot #: unknown, item number: 00999301845, item name: femoral taper, lot #: 62783805. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 03017.

Event description:
It was reported patient underwent hip revision approximately three years post-implantation due to implant fracture. Attempts have been made and no additional information is available.